Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart. A cold reset was performed error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system unexpected restart and excessive no delivery test due to blank display. Insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 280 mg/dl at the time of the incident. Customer states the insulin pump was not exposed to moisture. Customer states the contacts on the battery cap neither missing nor damaged. Customer stated that the display did returned after insulin pump restart and inserting new battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.